Event description:
Event description boston scientific received information that this ventricular lead was exhibiting reproducable noise and impedances of 2200 ohms. Technical services was contacted. No adverse patient effects were noted.

Event description:
Event description boston scientific received information that this ventricular lead was exhibiting reproducable noise and impedances of 2200 ohms. Technical services was contacted. No adverse patient effects were noted.

Event description:
Boston scientific received information that this ventricular lead was exhibiting reproducable noise and impedances of 2200 ohms. Technical services was contacted. No adverse patient effects were noted. The right ventricular lead remains implanted. A technical service consultant discussed that the high impedances could be a result of clavicular crush. A chest x-ray was performed; however, no results from the field could be obtained. Three years later, new information received indicates noise is still being observed with this ventricular lead. The lead was previously programmed unipolar and the sensitivity was increased to 3.5 which at that time seemed to alleviate the noise. Today, the physician wants to increase the lower rate limit (lrl) to 70bpm from 50bpm. An atrial pacing spike was showing up on the right ventricular electrogram, but not being oversensed by the device and a ventricular pacing spike is fusing with the intrinsic qrs. Technical services recommended increasing the av delay to allow the patient to have intrinsic conduction and no ventricular pacing. Thresholds and sensing were still normal with the ventricular lead, however the impedance measurements were still greater than 2500ohms. Isometrics were performed and noise could be recreated with arm movement. Technical services discussed this is likely a lead crush/fracture and discussed that the lead could eventually completely fracture therefore would not longer capture. As the patient is non-pacemaker dependent, no intervention was performed and the patient will continue to be monitored. Two years later, the lead was explanted along with the device for normal battery depletion. Noise was still observed on the electrograms. No adverse patient effects were reported.

Manufacturer narrative:
The lead is currently in analysis. When analysis is complete, this report will be updated.

Event description:
Boston scientific received information that this ventricular lead was exhibiting reproducable noise and impedances of 2200 ohms. Technical services was contacted. No adverse patient effects were noted. The right ventricular lead remains implanted. A technical service consultant discussed that the high impedances could be a result of clavicular crush. A chest x-ray was performed; however, no results from the field could be obtained. Three years later, new information received indicates noise is still being observed with this ventricular lead. The lead was previously programmed unipolar and the sensitivity was increased to 3.5 which at that time seemed to aleviate the noise. Today, the physician wants to increase the lower rate limit (lrl) to 70bpm from 50bpm. An atrial pacing spike was showing up on the right ventricular electrogram, but not being oversensed by the device and a ventricular pacing spike is fusing with the intrinsic qrs. Technical services recommended increasing the av delay to allow the patient to have intrinsic conduction and no ventricular pacing. Thresholds and sensing were still normal with the ventricular lead, however the impedance measurements were still greater than 2500ohms. Isometrics were performed and noise could be recreated with arm movement. Technical services discussed this is likely a lead crush/fracture and discussed that the lead could eventually completely fracture therefore would not longer capture. As the patient is non-pacemaker dependent, no intervention was performed and the patient will continue to be monitored. Two years later, the lead was explanted along with the device for normal battery depletion. Noise was still observed on the electrograms. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was returned severed. Both the distal and proximal segments (totaling the entire lead body) were returned. The conductor coils were stretched and the insulation was torn near the tip section of the lead. It was noted that this damage likely occurred during the explant procedure. The proxmal segment was subject to resistance testing and passed. The distal section was not tested for resistance as the extracting stylet was returned inside of the lead. However, an x-ray confirmed there was no fracture. Laboratory analysis was unable to confirm the allegaiton of noise and increased impedances as lead passed resistance testing. Laboratory technicians noted that calcium deposits over the lead tip could potentially increase lead impedances.